Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: the batch 6011900, in question was manufactured at the reynosa site. A complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. Device history record (DHR) review: the lot 6011900 was manufactured according to the work instruction (wi) version 82.0, in the multivac m12, on 01/mar/2025, with a total of (B)(4) units. The sub-assembly: assembly the lot 5b03935 was manufactured according to the work instruction (wi) version 28 and assembled in the quickset line, on 28/feb/2025, with a total of (B)(4) units. The lot 5c00081 was manufactured according to the work instruction (wi) version 28 and assembled in the quickset line, on 03/mar/2025, with a total of (B)(4) units. The lot 5c00033 was manufactured according to the work instruction (wi) version 28 and assembled in the quickset line, on 04/mar/2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 5b01822 was manufactured according to the work instruction (wi) version 42.0 and manufactured in the line mp04-mp08, on 23/feb/2025, with a total of (B)(4) units. The lot 5b01823 was manufactured according to the work instruction (wi) version 42.0 and manufactured in the line mp04-mp08, on 24/feb/2025, with a total of (B)(4) units. The lot 5b00443 was manufactured according to the work instruction (wi) 8 version 42.0 and manufactured in the line mp04-mp08, on 10/feb/2025, with a total of (B)(4) units. The lot 5a06191 was manufactured according to the work instruction (wi) version 41.0 and manufactured in the line mp04-mp08, on 02/feb/2025, with a total of (B)(4) units. The lot 5b04990 was manufactured according to the work instruction (wi) version 42.0 and manufactured in the line mp04-mp08, on 02/mar/2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Note: non conformance (nc) was found within the DHR but is unrelated to the complaint or malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.